Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon further follow up, the patient¿s pd registered nurse (pdrn) reported this patient was diagnosed with peritonitis. Peritoneal effluent fluid cultures presented with pseudomonas (species not reported) and a white blood cell (wbc) count of 2666/mm3. It was speculated the cause of the patient¿s peritonitis was due to a hernia repair on (B)(6) 2021; however, the source of the patient¿s infection was not confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal gentamycin (dose, frequency and duration not reported). Additional wbc counts taken (B)(6) 2021 presenting with 49/mm3 and (B)(6) 2021 presenting with 12/mm3, proved patient responsiveness to antibiotic therapy. It was stated this event was not due to the use of fresenius equipment. The patient continues with in-center hemodialysis for renal replacement therapy with plans to return to ccpd therapy in (B)(6) 2021.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time; however, it is well-known the source of peritonitis may originate from intra-abdominal surgery which was speculated by a medical professional. This is further supported by the presence of multi-drug resistant organism in a post-operative, immunocompromised patient. In the absence of a confirmed cause of infection, the liberty select cycler and liberty cycler set cannot be excluded as a potential source of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon further follow up, the patient¿s pd registered nurse (pdrn) reported this patient was diagnosed with peritonitis. Peritoneal effluent fluid cultures presented with pseudomonas (species not reported) and a white blood cell (wbc) count of 2666/mm3. It was speculated the cause of the patient¿s peritonitis was due to a hernia repair on (B)(6) 2021; however, the source of the patient¿s infection was not confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal gentamycin (dose, frequency and duration not reported). Additional wbc counts taken (B)(6) 2021 presenting with 49/mm3 and (B)(6) 2021 presenting with 12/mm3, proved patient responsiveness to antibiotic therapy. It was stated this event was not due to the use of fresenius equipment. The patient continues with in-center hemodialysis for renal replacement therapy with plans to return to ccpd therapy in (B)(6) 2021.